Manufacturer narrative:
Taper ii.visual examination of the returned device determined the access port tubing connector to be a taper ii.

Event description:
Healthcare professional reports faulty lap-band.device has been removed and replaced.

Event description:
Healthcare professional reported after injection with juvederm voluma xc, the patient experienced inflammatory nodules. The "big nodules" go away with treatment, but then come back and "migrate around." Medrol dose pack was provided as treatment. The doctor stated they know how to treat with steroids, but that the nodules often recur quickly.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of inflammatory nodules and "big" nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.